Event description:
Complaint alleged that the CPR was not working on this bed. No injury reported.

Manufacturer narrative:
Technician isolated the problem to bad crp links. Replaced bad CPR links to resolve this issue.